Event description:
Customer stated that although she had no problems priming, and the device passed the leadscrew test without the syringe in the driver, arms do not move. Says device does not leak and all the connections are tight and secure.